Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer¿s blood glucose level at the time of the incident was between 300 mg/dl to 400 mg/dl. Customer received an insulin flow blocked alarm during delivering a bolus. Customer was reporting a past event. Customer reported event was resolved by changing complete set. Customer declined to troubleshoot for high blood glucose. Customer stated that she does not wear the continuous glucose monitoring so she was not in auto mode. The pump will not be returned for analysis. Frn-unk-rsvr, unomed set.